Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. Insulin leaking from the needle guard was also reported. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 47 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or deficiencies were found with the pod that would prevent the needle from deploying during the second prime as intended. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause a fluid path leak.